Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had poor water delivery during inspection for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, the customer phenomenon was confirmed due to foreign material found in the nozzle. Additional phenomena identified during evaluation: due to clogging of nozzle, air supply volume and water removal ability does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the up/down knob is out of the standard value. Adhesive on bending section cover has a chip and adhesive around object lens is peeled. Scratches were found on the scope connector, forceps elevator, right/left knob, up/down angulation control knob, flex adjustment ring, grip, control unit box, scope cover, suction connector, and universal cord. Additional information received identifies the customer cleaned, sanitized, disinfected the device prior to shipping back to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with air and water, wiped/brushed with clean, lint-free cloth, brush or sponge. And flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material could not be identified, nor a specific root cause for why / how the material was there as the information obtained supports the customer reprocessed the device in accordance to the instructions for use. The instructions for use identify verbiage that can detect the phenomenon within "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection." The instructions for use also identify verbiage that can prevent the phenomenon within "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor the field performance for this device.